Event description:
In 2009, a female pt underwent a venous ablation procedure. Physician reported that the procedure occurred without incident and no complications or product problems were experienced. The following day, pt told family members that she was not feeling well. She ignored their advice to seek medical attention or to call the physician. Pt later experienced cardiac arrest at home and was transported to an ER for emergency treatment. Cat scan revealed bilateral pulmonary emboli and brain edema. Hypothermia protocol and thrombolytics were administered. Four days later, pt was pronounced brain dead.

Manufacturer narrative:
Pulmonary embolism is a recognized complication of venous ablation procedures and may be caused by a number of factors including the pt's age, immobility, and family history. There is nothing to indicate that this incident is the result of a device malfunction.